Event description:
Patient reported they have stopped wearing the aligners due to them cutting into their gums and causing their teeth to go sideways.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.